Event description:
Boston scientific crm received information that this lead became dislodged post implant. Their records do not indicate if a new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
The mechanical performance of the lead under complaint was scrutinized. The investigations did not show any deviations from the mechanical specifications that can be related to the issues mentioned in the complaint description. The fixation helix could be properly extended and retracted. The cuttings in the outer insulation are most likely due to the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.